Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that the patient with this device experienced a cardiac arrest and passed away while a boston scientific field representative was conducting a pace threshold check. It was reported that device interrogation was requested after the patient had twice earlier coded and been rescued, and that the patient was experiencing extensive ventricular ectopy. The representative reported that the initial testing showed the patient's r-waves had significantly decreased since the previous device check, and that the pace thresholds had increased and were now above the previously programmed device outputs. A manual threshold test showed several beats of capture with ventricular ectopy. As additional threshold testing starting from the maximum amplitude was being conducted, the patient went into cardiac arrest and medical staff responded to the code. The device was programmed to maximum output. The rescue attempts were unsuccessful. There were no allegations that the device caused or contributed to the cardiac arrest or the patient's death.